Manufacturer narrative:
(B)(4). The actual device was returned for evaluation reliability engineering the device and observed that the device made a click and does not run. Therefore, the reported condition of clicking sound was duplicated and confirmed. The reported condition of running on when ¿plugged in power supply¿ was not confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the electric sagittal saw device was making a clicking sound. It was further reported that the device was running on when ¿plugged in power supply¿. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.